Event description:
Bovie pencil started smoking after it was used on pt. Was not smoking during use. Pencil taken off of field and replaced with new pencil. Conmed pencil was part of cardinal health acdf custom pack.